Event description:
Pt was implanted in 6/90, with inflatable penile prosthesis. Approx 1.5 yr after implanting, the device failed to function properly. A kub demonstrated the prosthesis positioning was correct and there was no contrast media within the prosthesis. The device was leak tested and one lumen was found to have two pin-like leaks almost exactly midline and the other lumen had a single leak in almost the same position. Device was replaced with a malleable semi-ridgid two cylinder prosthesis.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.